Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. Possible models could include model 6937 and/or model 4968. Patient information is limited due to confidentiality concerns. The baseline age of the patients referenced in the article is 11 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿initial experience with implantable cardioverter defibrillator systems using epicardial and pleural electrodes in pediatric patients.¿ ann thorac surg 2007;84:303¿5. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing and/or defibrillation leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there was a patient who experienced an inappropriate shock "due to sinus tachycardia." There was also one patient who had a lead dislodgement 12 months after implantation. The lead was repositioned. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: further review prompted a change in the device analysis results. The change is reflected in this report.